Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with an ams monarc sling on (B)(6) 2005. It was alleged by the plaintiff's attorney that the plaintiff underwent "extensive medical treatment, including, but not limited to operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization... And other damages."